Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: pentaray catheter. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and the patient died few hours after the procedure due to an electro-mechanical disassociation. The procedure was successful and the doctors performed an echocardiography once they finished verifying there wasn¿t any pericardial effusion. The physician did not provide a causality opinion on the death, however it is noted the physician believes it is not procedure related.